Manufacturer narrative:
Please note that the expiration date and the manufacturing date were unknown. (B)(4). The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department.. Based on the information provided, the root cause of the reported event could not be determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lhr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental report will be filed.

Event description:
After an interventional coronary procedure, immediate hemostasis was achieved with mynxgrip (6f/7f) vascular closure device (vcd) in lab. However, later in the unit, a hemotoma was discovered. It was reported as 6cm or less. Manual compression was applied for an unknown duration followed by a femstop. Hemostasis was reestablished and the patient recovered. The patient hospitalization was extended however it was reported as not related to mynx. The access site was femoral artery. The vessel size and stick location were unknown. An unknown 6f sheath used. Additional information was requested, but is not available at this time.